Manufacturer narrative:
Batch review performed on 16 october 2018; lot 181816: (B)(4) items manufactured and released on 04 june 2018. Expiration date: 2023-05-27; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 36 size m reference 01.25.031 (k080885); lot 180329: (B)(4) items manufactured and released on 19 april 2017. Expiration date: 2023-04-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 2 weeks after the primary. The patient was positive for pus but the infection has not been identified yet. The surgeon performed a wash out then removed and replaced the poly and head. The surgery was completed successfully. Update 27 september 2018: pathogen not available.